Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture". Device remains implanted.